Event description:
Customer has experienced a non-deflator. One pt had the catheter pulled out with 5cc of water still in the balloon. Balloon did not disolve with mineral oil. Kendall notified on 02/2002.